Event description:
Patient was in the MRI machine, felt some burning on his l thigh. He alerted the MRI tech who immediately aborted the test. The patient already has cellulitis on that leg, so it is difficult to tell if there is more redness in the area, as it was already red before this occurrence. The patient has gained 40lbs of fluid recently. All safety measures were in place for the patient to be in the MRI machine. The MRI was immediately taken out of service after the incident and the rep was called to check functionality. After being checked, it was determined it was working appropriately and could be placed back into service.